Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. It was noted that contacts were out. Device malfunction was suspected on the leads. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.